Event description:
A customer in (B)(6) reported a misidentification of cryptococcus neoformans as rhodotorula minuta in association with the vitek® 2 yeast (yst) test kit (lot 2430420103). Repeat testing was not performed and the cryptococcus neoformans identification was obtained via pcr. The customer indicated there was greater than 24 hours for reporting results due to the testing performed at a reference lab. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) reported a misidentification of cryptococcus neoformans as rhodotorula minuta in association with the vitek® 2 yeast (yst) test kit (lot 2430420103). An internal biomérieux investigation was performed using a strain submitted by the customer. The submitted strain was subcultured and testing included vitek yst cards from the two (2) customer lots (2430398223, 2430420103) and a random lot (2430603203) in duplicate, as well as testing with the vitek® ms. The six (6) vitek yst cards tested resulted in a slashline identification of rhodotorula glutinis/mucilaginosa/c. Laurentii with one (1)card, acceptable identification of rhodotorula minuta with two (2)cards, low discrimination identification of r. Glutinis/mucilaginosa/minuta/c. Laurentii with two (2) cards, and low discrimination c. Terreus/r. Minuta with the remaining vitek yst card; thus, duplicating the reported misidentification. Vitek ms resulted in the final identification of cryptococcus neoformans, with a 99.9% confidence value. A review of the customer's rhodotorula minuta data ((B)(6) 2017) demonstrated nine (9) atypical negative reactions (dgala, dglua, dmala, dmnea, irhaa. Dsora, saca, dtura, dgata) for an identification of c. Neoformans according to the vitek yst knowledge base. A review of the slashline rhodotorula glutinis/mucilaginosa/c. Laurentii data ((B)(6) 2017) demonstrated two (2) atypical positive reactions (imlta, isbea) and 10 atypical negative reactions (dgala, dglua, dmala, dmnea, irhaa. Dsora, saca, dtura, iglta, dxyla) for an identification of c. Neoformans according to the vitek yst knowledge base. An increased number of atypical reactions can indicate a strain with decreased viability, contamination, or mixed culture. This issue involves an atypical strain.